Manufacturer narrative:
Unit received with blank-flashing white lcd due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with stained keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, cracked battery tube area, cracked battery tube threads and scratched case. Moisture damage on motor assembly and force sensor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked on the battery side. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.